Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that two signal artifact monitoring (sam) episodes had been generated for this system and minute ventilation (mv) had been disabled. A review of the first episode confirmed stable pacing impedance measurements. The patient has been in atrial fibrillation (af) for the past three months. A boston scientific technical services consultant discussed the clinical observations and programming options with the caller. No adverse patient effects were reported.